Event description:
It was reported that the upper lip stabilizer on the hollister anchorfast oral endotracheal tube fastener detached leading to skin damage to the upper lip. It was further reported that the damage went through to the inside of the upper lip which has resulted in numbness and nerve involvement for the patient post critical care.

Manufacturer narrative:
The lot number was not provided so a device history record review could not be performed. The device was not returned, making sample evaluation impossible, and no photographs were made available for review. As a result, the root cause of the reported upper lip stabilizer separation and upper lip pressure injury could not be determined. Only the di portion of the UDI was available due to the absence of lot-specific information.